Event description:
During a spinal posterior lumbar interbody fusion procedure using a medtronic cage, the spine was opened, revealing a "weak spot" in the dura. Surgeon reportedly used half a syringe of bioglue (volume unk) to seal the weak area as a preventative measure; however, the exact amount of bg is unk. Nearly eight months post-op, pt experienced "extreme pain", and surgeon reportedly found that the bg had "expanded nearly five times" and was causing a sterile cyst. He also reported that there was a pocket of pus around the "clump" of bg. The surgeon stated that the bg had now moved form its original position and was applied to a dry field "to the best of" his knowledge. The pt is reportedly doing well.